Manufacturer narrative:
The subjected device was not returned to olympus medical systems corp.(omsc). Omsc checked the device history record of the subject device, and there was no irregularity found. The otv-s190 instruction manuals state the corresponding method when there is an abnormality in the endoscopic image. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus was informed the following. During the laparoscopic cholecystectomy, the operator performed the cut preparation. At that time, the endoscopic image was disappeared. The facility replaced this otv-s190 with another similar device made by stryker and the facility completed the procedure. There was no report of the patient's injury regarding this event. Although a causal relationship with this event is unknown, the hospitalization was prolonged.